Event description:
It was reported that insulation damage was noted. The pace/sense portion of the lead was capped. Defib remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.